Event description:
It was reported that during a hemiorrhoidectomy procedure after firing the device, it was noticed that about 200 degrees of the 360 degree circumference of the staples did not deploy and form. The staples were still in the cartridge sticking up. No pt consequence was reported. Not known how the case was completed.

Manufacturer narrative:
B5-additional information from the hcp reports there was no indication of device or battery failure. The pump was replaced due to anticipated end of life. After the pump replacement, the patient has recovered without sequela. The dose has been increased with good response.